Event description:
The pt felt stimulation in the hip rather than in the thigh on down as expected. She used to feel in the right location. The pt falls "all the time" but hadn't fallen since the device was last on. Per the MFR's rep, the pt was seen at the neurosurgeon's office and was to be revised soon.

Manufacturer narrative:
(B) (4).